Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Operator of device is unknown. No information has been provided to date. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that one of the cassettes began steady beeping on pump then it displayed -no disposable- alarm. Unable to resolve, patient changed over to backup pump and immediately alarmed steady beeping in stop mode. Patient changed over to a new cassette and issue was resolved. No patient injury was reported.